Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed since the reported issue could not be replicated during the sample analysis. One groshong 4 french single-lumen PICC was returned for investigation in an open tray. The catheter was received with the stylet in the lumen. The components within the tray appeared to be unused. A microscopic examination revealed nothing remarkable. A tactual investigation revealed nothing remarkable. A functional test revealed that the lumen was patent to infusion. A positive pressure within the catheter revealed no leaks in any part of the tubing or stylet connector. Since the reported event could not be replicated and since no damage associated with the manufacturing process was observed on the returned sample, the complaint was unconfirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient underwent catheter placement from the right basilic vein on december 12. When pre-flushing the catheter following package opening, the operator found fluid leaks occurred at 10 cm scale of the catheter. It was impossible to perform catheter placement normally.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds4650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement from the right basilic vein on december 12. When pre-flushing the catheter following package opening, the operator found fluid leaks occurred at 10 cm scale of the catheter. It was impossible to perform catheter placement normally.